Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was attempted to be implanted. During release of the 31mm closure device, the closure device moved proximally, and a significant loss of compression was noted. While the watchman sheath was being re-advanced into the left atrium over a versacross pigtail wire, transesophageal echocardiography (tee) and fluoroscopy noted that the 31mm closure device was dislodged from the laa. The 31mm closure device embolized into the left atrium and mitral valve. The 31mm closure device was snared, recaptured, and removed from the patient. Following successful removal of the closure device, the patient was stable with no pericardial effusion noted. A new watchman fxd curve access system was inserted and a 27mm closure device was deployed in the laa. No pericardial effusion was noted at the end of the procedure. The patient left the lab in stable condition. Approximately three to four hours post procedure, the patient was brought to the electrophysiology lab, and a pericardiocentesis was performed to treat the pericardial effusion. No further patient complications were reported, and the patient was discharged home two days post index procedure.